Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the side car-rx was torn and presented pushback out of specification. Additionally, residues were present indicating use and handling. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback and torn. Therefore, the most probable root cause of this complaint is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was to be used in the bile duct during a biliary lithotripsy procedure performed on (B)(6) 2017. According to the complainant, at the start of the procedure, the side car-rx (guidewire port) was found torn. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.